Manufacturer narrative:
Corrected data: b5 - patient also experienced narrow angles even though they had normal iop. Postoperative report indicated patient had a loss of bcva, from 20/20 to 20/50. H6 - patient code 3191: no code available ( lens explant, yag, narrow angles, loss of bcva) claim#: (B)(4).

Manufacturer narrative:
Corrected data: g4 - date received by manufacturer: 18-feb-2020 should be corrected to 17-feb-2020 in intial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned dry, inside a pouch with clear surgical residue on the lens. Visual inspection found the lens haptic deformed and residue on the lens. Additional information: d10 - returned to manufacturer: (B)(6) 2020. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 -"postoperative report indicated patient had a loss of bcva, from 20/20 to 20/50." Should be removed from supplemental medwatch report #1. B5 - on (B)(6) 2020 the reporter indicated patient had enlarged pi (yag) surgery performed 1-2 hours after implant. Surgeon then explanted the lens on the same date and indicated "I enlarged the pi's in both eyes to insure they were patent but this did not lead to deepening of the anterior chamber over the next hour. I felt that she was at great risk for pupillary block and felt removal was the safest course". H6 - h6 - patient code 3191: no code available ( loss of bcva,) should be removed from supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, micl13.2, -13.0 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Excessive vault and corneal edema were observed. The lens was intraoperatively removed with enlargement of pi and yag. Cause of the event is reported as patient related factor. On patient's (B)(6) 2020 "mild persistent corneal edema observed and patient considering placing small icl." Per the surgeon on (B)(6) 2020, "patient prefers to use glasses and contact, not to attempt another icl surgery."